Event description:
It was reported the customer had a low blood glucose event that caused them to pass out while driving. Customer stated the incident occurred on (B)(6) 2015. Customer stated they had a big breakfast prior and believed their body did not absorb the food, causing their blood glucose to drop. Customer stated they could not recall their memory from the moment they left the house, to the moment they hit a street sign pole. The paramedics were called to the scene and took the customer to the hospital. Customer's blood glucose was 76 mg/dl at the time of admission. Customer's blood glucose also rose to 450 mg/dl when the hospital removed the insulin pump from their body. Customer declined to troubleshoot for the insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.